Event description:
It was reported that a right atrial (ra) lead was explanted due to non-specific product performance issue. The lead was tried to be repositioned but the helix was unable to be retracted due to presence of tissue on the helix. A new lead was successfully implanted on the same day. No additional adverse patient effects were reported.